Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the sudden pain was that the patient had just gotten out of the shower, and they heard a click in their neck and had pain from their neck down their leg to their foot and severe pain in their groin. The patient said they went to the ER and had a cat scan of their neck and an x-ray of their back and pelvis; the hcp said it was arthritis. The patient said they still had severe pain but there was no problem with the stimulator noting it was fibromyalgia. The hcp and manufacturer representative check the ins and no problem was noted. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a sudden severe pain in their right side. The patient stated that they got out of the shower and they had a pain start at their neck and radiate down their entire right side. The patient also stated that they had pain at the implant site and they were not getting pain relief. The patient said that they went to the ER and they did an x-ray and a CT scan that determined that everything was working as intended. The patient then met with their primary care healthcare professional (hcp) and they "had a hunch that it was a problem with the ins". On the call, the patient used the programmer which showed that the stimulation was on. Patient services (ps) helped the patient to change to program c as they were on program b. The patient was at 4.6 on program c at the conclusion of the call. Ps reviewed that the patient can turn the device off to see if that helps the pain, as well as trying to increase the settings on the new program. Ps reviewed that external equipment was working as intended and that the hcp would be in the best place to further address their issue. No further complications were reported/anticipated.